Event description:
On 07/24/2001, the user facility's nurse manager/o.r. Informed the manufacturer's representative of the following: the nurse manager/o.r. Was informed by the user facility's risk management to report this incident to the manufacturer. The nurse manager/o.r. Stated that after implant of the device, the patient experienced cardiac tamponade, experienced this thirty (30) minutes after procedure was complete. The user facility's risk management stated that they believed this issue was due to technique and not a device problem. Device remains implanted at present time.